Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed a b30 scope communication error message. The issue was found during inspection for use. There was no patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image is not displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the due to corrosion on plug unit, the image is not displayed, and b30 scope communication error occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.